Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 3 mmol/l, 3.8 mmol/l, and 17.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (B)(4) is not a valid serial number. Therefore, was updated to unk. At this time, product has not yet been returned. A valid reader serial number has not been provided. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device manufacturer date for the reported sensor is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.